Manufacturer narrative:
It can be concluded that the reported event is not related to the device in question. As initial step of the investigation it was reached out to the medical expert, senior global medical director, regarding a medical assessment of the reported event. Hereby, it was excluded that the device in question did contribute or caused the reported event. Therefore, the complaint is considered as not related to the product and consequently further investigation steps like a complaint or device history review were not deemed necessary. Overall, there is no indication for any systematic design, material or manufacturing related issue. Product surveillance will continue to monitor complaints of this type for adverse trends.

Event description:
It was reported that wound dehiscence occurred following a procedure, and a follow up procedure was performed to close the wound. The colorado needle was used for skin incision during surgery.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report. Device discarded at facility.

Event description:
It was reported that wound dehiscence occurred following a procedure, and a follow up procedure was performed to close the wound. The colorado needle was used for skin incision during surgery.